Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files displayed multiple strings of backup battery fault alarms beginning on (B)(6) 2024 at 12:47 pm. The alarms occurred due to a failed emergency backup battery (ebb) load test. The alarms resolved on (B)(6) 2024 at 1:13 pm. The ebb had 7 months left before expiration, so the ebb was exchanged. Log files also displayed driveline disconnect alarms on (B)(6) 2024 at 1:10 pm where it appeared the driveline was momentarily disconnected from the system controller. The driveline was reconnected at 1:10:50 pm where it appeared pump function returned within baseline parameters for the remainder of the log file history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline disconnect and backup battery fault alarms were confirmed by review of the submitted log file from the heartmate 3 system controller (serial number: (B)(6). The log file contained approximately 2 days of information (13sep2024 to 15sep2024 per timestamp). A backup battery fault alarm activated at 12:47:55 on 15sep2024 due to the backup battery not passing the load test. At the time of the alarm¿s activation, the difference between the loaded and unloaded voltages of the battery was measured to be slightly outside of the designed threshold. The controller¿s ability to operate the pump was unaffected by the backup battery fault alarm. A driveline disconnect alarm was observed to be active from 13:09:44 to 13:10:46 on 15sep2024. The driveline disconnect alarm resolved when it appeared that the driveline was reconnected securely to the controller. The backup battery fault alarm resolved at 13:13:52 on 15sep2024, when the battery was observed to pass the load test. Available information indicated that the backup battery had ~7 months left before expiration, so the battery was exchanged. Multiple attempts were made to inquire about the reason for the driveline disconnect, but no information was provided. No products returned to abbott for evaluation. The root cause of the observed driveline disconnect alarm could not be conclusively determined. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect, no external power, and backup battery fault alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. This section also describes how to perform a system controller exchange. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.